Event description:
Boston scientific corp became aware that the pt underwent successful treatment of a vertebral artery aneurysm 2006. A few days later the pt deveoped hemorhage (stroke) of the left frontal lobe.